Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition one channel was left extra-cochlea during initial implantation. Other mechanical damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to an external mechanical impact appears very likely. In addition, one channel was left extra-cochlea during implantation surgery, which might contribute to the reported lack of benefit. However, to determine an exact root cause device investigation would be necessary. The device has been explanted but not received for investigation yet.

Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Re-implantation is considered.